Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with meropenem, 1.5 gram (frequency and route not reported). It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.